Manufacturer narrative:
Concomitant medical products- selex/magnum mod hd 40mm -6 p# s061140 l# unknown; biomet collard integral porous stem 8 mm x 120 mm reduced proximal profile standard offset p# unk l# unk. Reported event was confirmed by review of blood test results reporting elevated cobalt and chromium levels. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-mom-heads-unk, lot # unk. Remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01212, 01226. Remains implanted.

Event description:
It is reported that patient underwent initial right hip procedure due to hip pain. Approximately 8 years post initial surgery lab records indicated elevated cobalt/chromium levels. She was implanted with a metal on metal hip system. Attempts have been made, and no further information has been provided.